Event description:
N/a.

Manufacturer narrative:
It was reported that during a previously scheduled service call, the cardiosave intra-aortic balloon pump (iabp) access panel screws were worn. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that during the solution process, it was found that the screws of panel, access are easy to wear, and the quality needs to be improved. The issue was resolved without any replacement parts. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during a previously scheduled service call, the cardiosave intra-aortic balloon pump (iabp) access panel screws were worn. There was no patient involvement.